Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of needles eclipse 23x1 rb experienced the needle and syringe separating/spinning out after use. The following information was provided by the initial reporter: material no: 305762, batch no: unknown. Event description: user facility recently reported an event involving bd's eclipse needle. Team members reported the following: on (B)(6) 2019 after a flu shot was administered to a patient, xxx (cma) closed the bd eclipse needle safety and it locked and then dislodged from the syringe, hitting the wall. Per customer's response to information request, the catalog number and possible lot number was provided. Customer confirmed that the needle/hub separated from the syringe and that the needle point remained covered by the safety. Unused samples from possible lot are available for investigation.

Manufacturer narrative:
H.6. Investigation: ten representative samples were received by our quality team for evaluation. Upon visual inspection to check on the eclipse hub. No damage on the eclipse hub collar and thread area of the hub were observed; therefore, the incident could not be verified. All ten samples were also manually connected to a 3ml luer lock syringe and the safety shield were then activated. All samples observed to stay intact with the syringes and did not display any signs of loose / fall off of the eclipse part after activation. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation, no root cause could be established due to the samples passing all testing.

Event description:
It was reported that an unspecified number of needles eclipse 23x1 rb experienced the needle and syringe separating/spinning out after use. The following information was provided by the initial reporter: material no: 305762, batch no: unknown event description: user facility recently reported an event involving bd's eclipse needle. Team members reported the following: on (B)(6) 2019 after a flu shot was administered to a patient, xxx (cma) closed the bd eclipse needle safety and it locked and then dislodged from the syringe, hitting the wall. Per customer's response to information request, the catalog number and possible lot number was provided. Customer confirmed that the needle/hub separated from the syringe and that the needle point remained covered by the safety. Unused samples from possible lot are available for investigation.